Event description:
Customer reportedly obtained results of 500mg/dl and 489mg/dl on the advantage test system and took 60 units of novolin n insulin based on device results. An unk time later customer passed out. Customer was taken to the hosp where he tested 24mg/dl and was treated for hypoglycemia, though specific treatment not provided. No qcs were used on the test system. Requested return of suspect test system and replacement was sent. Advantage test system: meter serial number not provided.

Manufacturer narrative:
Suspect device: comfort curve test strips.